Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with an elevated blood glucose (bg) level of 400 mg/dl; cause was not known. The customer delivered a correction bolus to initially treat the high bg. At the hospital, healthcare providers administered intravenous fluids of saline and insulin to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer had not been released from the hospital at the time of the reported issue and declined follow up from the technical support team to obtain the hospital release date. No additional patient or event information was provided.